Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call that the customer was hospitalized a few days ago. The customer's diabetes educator did not have any details regarding the date of hospitalization or blood glucose values. The diabetes educator was unable to upload to carelink since the insulin pump was in suspend mode. The diabetes educator reported that the insulin pump alarmed no delivery and the customer reported that the infusion set cannula was bent after removing it. The customer's diabetes educator advised that the customer's parents will be calling back to provide further details. The insulin pump will not be returned for analysis.